Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the clamp on the heat exchanger leaking. Additional malfunctions were product tank leaking and sieve beds were saturated.